Event description:
Information was received indicating that while in use, a smiths medical cadd legacy plus pump exhibited a no disposable clamp tubing alarm and air in tubing. No patient consequences were reported. No adverse effects were reported.